Manufacturer narrative:
Eua(B)(4). Initial reporter address: (B)(6) was used for the city and state fields; however, no address information was provided by the initial reporter. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. No confirmatory testing was reported. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: it was reported as customer received a false positive. Gave false positives! Had to cancel plane reservations based on false positives.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿it was reported as customer received a false positive and instructions were hard to follow. Bar code wouldn¿t scan.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. No confirmatory testing was reported. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: it was reported as customer received a false positive problem description: gave false positives! Had to cancel plane reservations based on false positives.